Event description:
Customer reported system keeps shutting down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered and replaced parts. No documentation as to which parts or system status.